Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. There are numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. After the removal of the returned partial rotawire functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr tip and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a rotawire fracture occurred. A 1.25mm rotalink plus and 330cm rotawire were selected for use for a percutaneous coronary intervention procedure in the left anterior descending artery. During preparation outside of the patient's body, while performing a draw test, the rotational speed was set to 180,000rpm; however, the rotawire snapped at about 5cm from the burr head. Consequently, the rotawire became stuck inside the advancer and was unable to be removed. The procedure was completed using a new rotalink plus and rotawire. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a rotawire fracture occurred. A 1.25mm rotalink plus and 330cm rotawire were selected for use for a percutaneous coronary intervention procedure in the left anterior descending artery. During preparation outside of the patient's body, while performing a draw test, the rotational speed was set to 180,000rpm; however, the rotawire snapped at about 5cm from the burr head. Consequently, the rotawire became stuck inside the advancer and was unable to be removed. The procedure was completed using a new rotalink plus and rotawire. No patient complications were reported and the patient's condition was stable.